Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The reporter contacted animas on (B)(6) 2013 indicated that the time and date was incorrect showing am instead of pm. No further information was provided regarding the issue. This report is made based on the allegation of the time and date issue.